Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges and fill resistance was met when filling the cartridges with insulin. Customer's blood glucose was 157 mg/dl. Customer continued used the pump in addition with manual injections for insulin therapy.